Event description:
The following was reported to kci by the doctor: on (B)(6) 2011, v.a.c. Therapy was placed on the pt's abdominal wound. On (B)(6) 2011, the pt was seen in the hospital, and it was noted that the v.a.c dressing had been in place for two weeks. The pt informed the doctor that she was not available for dressing changes with the home health nurses and was also unable to see the doctor during previously scheduled appointment. The incision line granulated into the v.a.c granufoam. The doctor was unable to remove the v.a.c granufoam from the incision line. Add'l info received on (B)(6) 2011: the pt was scheduled to see the plastic surgeon for eval, but the pt did not go to the appointment.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.